Manufacturer narrative:
The insulin pump passed the displacement test. However, it alarmed motor error during basic occlusion test due to loose/flush drive support disk. The motor was tested outside of the pump and passed. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during prime, bolus, basal and rewind. Customer stated the devise was not bumped, dropped or exposed to magnetic fields. Blood glucose value is unknown.